Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that regarding foley catheter balloon breakage. Per additional information received via email on 05may2025, it was reported the balloon popped in patient. This was the 4th instance that this has happened.

Event description:
It was reported that regarding foley catheter balloon breakage. Per additional information received via email on 05may2025, it was reported the balloon popped in patient. This was the 4th instance that this has happened.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warnings: do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Correction: d: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.